Event description:
Related manufacturer reference number: 2017865-2022-19943. It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high threshold and the atrial lead exhibited decreased p-waves. The physician suspected that the atrial lead was dislodged. The patient presented to a lead revision procedure. Additional slack was added to the right ventricular lead and the atrial lead was explanted and replaced. The patient condition was stable.